Event description:
It was reported that the patient presented to the emergency room due to audible alerts. An interrogation report showed that the right ventricular (rv) lead had triggered a lead integrity alert (lia) for high-rate, non-sustained (hrns) episodes and short ventricula r-to-ventricular (v-v) intervals and that oversensing was noted on the stored electrograms (egms). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.